Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: dr. Reported that the milling cutters below are already worn and blind due to use (natural wear). Despite this problem, the surgery occurred well and nothing of prejudice to the surgical act. Code lot: 244000536 so2017329; 244000537 so2017428; 244000538 so2017481; 244000539 so2017991; 244000540 so2018302; 244000541 so2013671; 244000542 so2011373; 244000543 so2014494 ; 244000544 so2025273; 244000545 so2017602 ; 244000546 so2011857; 244000547 so2014093; 244000548 so2013337; 244000549 so2015991; 244000550 so2012724. 244000551 so20154000. 244000552 9991. 244000553 so2018039. 244000554 so2017456. 244000555 so2015412. 244000556 9991 ; 244000557 9991; 244000558 9991; 244000559 9991 ; 244000560 9991 ; 244000561 so2001627 ; 244000562 so2007831 ; 244000563 9991 ; 244000564 so2012617 ; 244000565 so2025863 ; 244000566 so2024822 ; 244000567 so2023295 ; 244000568 e4lbw4000.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.